Manufacturer narrative:
Short to shield was reported in MFR 2916596-2019-00219. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #2916596-2020-03351. It was reported that the patient was in clinic from (B)(6) and was recently admitted due to syncopal episodes.. The patient stated that he had alarms at the clinic but was unable to determine the cause. The patient recently had a stroke and is unfortunately not the best historian per the vad team. The patient has a known short to shield. On interrogation, no external power alarm was noted the morning prior to readmission but the patient stated that the alarming happened earlier on in his stay at the clinic. In addition, the log noted a manual speed change on (B)(6) 2020 from 8600 rpms to 8200 rpms. It was reported that no equipment was exchanged and so no equipment will be returning for evaluation. The date of the event and admission for the stroke was (B)(6) 2020. The type of stroke diagnosed was determined to be an ischemic left mca stroke. There were no changes to the patient's condition. The patient's international normalized ratio (inr) was 3.2 on admission and the patient was taking aspirin 325 mg daily. The patient has a history of a-fib but was nsr (normal sinus rhythm) on admission for the stroke. A CT scan of the patient's head was conducted at an outside hospital and then repeated the next day at the current center. At the time of the event the patient had an rue (right upper extremity) and rle (right lower extremity) weakness, right facial droop as well as expressive aphasia. Due to patient condition, he had to be discharged skilled nursing facility and was unable to be discharged home. The patient continues to struggle with weakness and bouts of confusion and disorientation. The plan is for the patient to be a rehab inpatient and hopefully discharge to home if able.

Manufacturer narrative:
Sections d4 & h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of syncopal episodes could not be conclusively established through this evaluation. The patient had been staying at a skilled nursing facility (snf) from 15may2020 through 18jun2020, and was then readmitted to the center due to reported syncopal episodes. The patient reported unknown alarms at the skilled nursing facility, and a no external power event was discovered upon interrogation. The plan of care for the patient was to continue rehabilitation inpatient, and discharge to home if able. A review of the submitted log file from 12jun2020 through 26jun2020 found that the pump maintained a speed above the low speed limit. A no external power alarm was captured on (B)(6) 2020. As the log file data only went back to (B)(6) 2020, any alarms that happened earlier in the patient¿s stay at the snf were unable to be reviewed. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on vad-16088 with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) lists all potential adverse events that may be associated with the use of heartmate ii lvas. This document also states that complaints of dizziness should prompt immediate evaluation of the patient and the system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: correction; patient's admission for atrial fibrillation was reported in related MFR # 2916596-2020-04355. Stroke admission was reported in related MFR # 2916596-2020-04451. Section h6 (patient code): correction.